Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was compounded with clindamycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection noted white floating particles inside the device. The reported condition was verified. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.